Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed with an error. The blood glucose reading was 208 mg/dl. The customer stated that the device reset itself, and after a set change, it functioned properly. Advised discontinuation of the insulin pump due to the alarm, which occurred all of a sudden while the customer was having dinner. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.